Event description:
The complainant had a impella cp placed to support a patient with possible heart transplant rejection. While one support the patient had runs of ventricular tachycardia and no intervention noted. The patient remained on support for 3 more days until weaning was successful, the device was explanted, and the procedural outcome was the patient survived surgery.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.